Event description:
It was reported, the physician opted to replace the ipg due to frequent charging. The pt also felt the ipg would not hold a charge.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.